Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker observed the clear plastic liner remained attached to one of the electrodes used during the reported event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the electrodes used during the event and verified through the device's electronic data and visual inspection that the clear plastic liner remained attached and the electrode had not been properly applied to the patient. After removing the clear plastic liner, the electrodes were capable of recognizing a shockable rhythm and providing defibrillation therapy. The cause of the reported issue was determined to be use error

Event description:
The customer contacted stryker to report that their device did not detect the patient through the defibrillation electrodes during use. In this state defibrillation therapy may not be able to be delivered if it was needed. The patient involved in the reported event is deceased; however, stryker performed a clinical review that determined the device use did not contribute to the outcome of the patient.